Event description:
It was reported to tyco healthcare/kendall on 01/30/2008 that a customer had a problem with our gauze dressing. The customer stated that they have been experiencing 4" x 4" gauze dressings that are fraying, and coming off into the wounds of their patients.

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.